Event description:
It was reported that the procedure was performed to treat a perforation in the mid left anterior descending artery. The 2.80x16mm graftmaster rx covered stent system failed to cross. It is unknown if any further treatment was provided. There were no adverse patient sequela reported and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device location was not provided, and it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a perforation in the mid left anterior descending artery. The 2.80x16mm graftmaster rx covered stent system failed to cross. It is unknown if any further treatment was provided. There were no adverse patient sequela reported and no clinically significant delay reported in the procedure. Subsequently, after the initial report was filed it was confirmed the 2.8x16mm graftmaster failed to cross due to anatomy and the patient had open heart surgery for treatment. The graftmaster was noted to not have caused or contributed to any adverse patient effects. No additional information was provided.